Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (no power) issue. The reporter alleged that the pump lost power after the keypad cover fell off. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 03/24/2014 - device evaluation: the pump has been returned and evaluated by product analysis on 03/04/2014 with the following findings: a review of the pump history showed that one unexplainable power reboot was recorded on 01/05/2014. A visual inspection revealed that the battery compartment was cracked. The battery compartment threads were found to be damaged. The returned battery cap threads were found to be stripped. The returned battery cap was not able to be fully secured to the pump due to the battery compartment crack. A power loss occurred during investigation due to the battery cap detaching.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.